Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6) 2017, the left superficial femoral artery (sfa) had pre-treatment stenosis of 100% and post treatment was 80%. The left sfa was balloon dilated with a 6x200 sterling balloon from boston scientific. Pre-treatment stenosis was 80% and post treatment was 0%.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that in stent restenosis occurred. On (B)(6) 2017, the patient presented with atherosclerosis of native arteries of extremities with gangrene in the left leg and the index procedure was performed. An angiogram of the left superficial femoral artery (sfa), left popliteal artery, the left anterior artery and the left dorsalis pedis artery found they were occluded. Following pre-dilation, a 6 x 150 x 130 innova¿ stent was placed successfully in the proximal left sfa, followed by post-dilation with a non-bsc balloon. Pre-treatment stenosis was 50% and post-treatment was 0%. There were no patient complications reported and there were excellent results. The patient¿s condition post procedure was stable. On (B)(6) 2017, the patient presented with in-stent restenosis in the innova¿ stent. The stenosis was treated with a 2.4 jetstream and balloon angioplasty. The stent was re-opened with no occlusion and the patient did great. There were no patient complications.